Manufacturer narrative:
Product analysis: visual and optical examination of the returned ibt did not identify rupture or cut. Functional inspection with a sample syringe confirmed the fluid leakage at the distal tip of the instrument balloon. The inner shaft of the ibt appears to be separated/detached from the balloon which is allowing the leak at the tip when under pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture : compression fracture it was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent balloon kyphoplasty at t12. During the surgery, contrast media leaked out from the tip of inflatable bone tamp and balloon did not inflate further. The balloon was inserted in the vertebral body and inflated about 0.5cc, after that, pressure did not rise when turning the handle. The stylet was not loose. A new product was opened to complete the procedure. The product came in contact with the patient. There was a delay of less than 60 minutes in the overall procedure due to this event. Patient complications were reported to be unknown.